Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 25 fractured. Construction was an implant retained removable prosthesis. Bone loss and implant instability caused by patient related periimplantitis is documented. Material analysis concluded inhomogenous mechanical overloading of the implant.

Event description:
Implant fracture.